Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced multiple errors resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.